Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that when they received their 2nd implant, the patient had been "thinner ," they noted the manufacturer representative (rep) had not been at the procedure and reported that where the surgeon had placed the neurostimulator had been irritating their sciatica nerve. The patient reported that as a result, they did have a revision/replacement on (B)(6) 2016, which resolved the issue.